Event description:
Event description guidant received information that when this cardiac resynchronization therapy defibrillator (crt-d) was pacing, either bi-ventricular or right ventricular, the patient had a run of nonsustained ventricular tachycardia. The device was programmed to aai. The rv lead is a competitor's model.